Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection revealed that the inner wire was extending approximately 40 cm beyond the catheter tip. Gentle pulling on the wire resulted in removal of the wire from the catheter, confirming the reported complaint. Examination of the proximal end of the broken wire revealed a rough fracture surface with no signs of stretching of the metal. The wire is supplied by an external supplier, and based on the fracture characteristics, the wire break was attributed to a material failure.

Event description:
The customer reported that, under ultrasound guidance, the dispersion wire stopped rotating and became dislodged from the motor drive unit during use. Although the dispersion wire appeared to have detached, it remained within the catheter sheath. There was no patient harm or injury reported.